Event description:
This lead was explanted while a pacemaker was being changed out that was at expected eri indication. The following physician's office would not provide information regarding this lead replacement. The reason for the replacement is unknown. No complaints against the functionality of this lead have been reported. Should additional information become available, this file will be updated.